Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 321 mg/dl, 212 mg/dl, 197 mg/dl, 182 mg/dl, 179mg/dl, 181 mg/dl, 186 mg/dl, 187 mg/dl, 177 mg/dl. Tests were done within 10 minutes with a difference of 24%. Test results of 180 mg/dl, 213 mg/dl, and 126 mg/dl are also documented. Pt did not experience any adverse events. No further info has been reported.